Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 90% stenosed target lesion being treated was located in a calcified and moderately tortuous right posterior tibial artery. The sterling 2mm x 20mm x 143cm catheter was advanced through the right femoral artery with the intended use to pre-dilate the lesion when the balloon ruptured at 14 atm on the second inflation. The procedure was completed with a different device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received at the investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).